Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector (catheter adapter) of a peritoneal dialysis (pd) transfer set and the titanium adapter which resulted in leak. This was observed during use of the device for pd therapy. There was no issue with the titanium adapter; the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual sample was received for evaluation with a mini cap attached to the female connector; photographs of the sample were also provided. A visual inspection of the photographs with the naked eye noted the patient adapter (connector) separated from the tubing/bushing; the returned sample had the patient adapter attached. Functional testing including leak, clear passage, clamp function, and integrity testing were performed with no issues noted. The reported disconnection/leak at the patient adapter was not verified; however, a separation between the patient adapter and tubing was verified. The cause of the separation could not be determined; however, the assembly between the patient adapter and the tubing is a friction fit and not a solvent bond. A strong tug on the tubing could cause a separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.